Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: nkb, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that the patient underwent a dorsal spondylodesis, listhesis l4/l5 with tlif on (B)(6) 2022. Four of the expedium cfx type implants were used, and four closure innies, including two pieces of pre-bent rods of length 45mm. These locking innes were locked with the correctly adjusted 9nm (80 in-lb) torque handle and x25 screwdriver shaft including the intended holder. Postoperatively, the closure innies became detached from the screw heads in l4 on both sides. According to information from the surgeon, the sagittal balance of the patient was not adversely affected by this. Per the surgeon, the goal of fusion of this segment was achieved despite locating these two closure innies in l4. According to the surgeon, no revision is indicated. There was no clinical outcome experienced by the patient as a result of this event. No further information is available. This report involves one expedium spine system single inner set screw 5.5. This is report 2 of 2 for (B)(4).